Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 26 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), which led therapy exhaustion in three different episodes. Device remains in service. Troubleshooting options and medication usage were discussed. No additional adverse patient effects were reported.